Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on september 20, 2011. According to the complainant, during preparation for the procedure, while outside the patient, it was noted that the pullwire was broken and the jaws would not open. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found that the device returned with the washer tail bent and protruding out of the clevis. The device pullwires were intact and not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within specification. Functionally, the jaws were able to be opened and closed without issue. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, the pull wire was not broken, but the washer tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Therefore, the most probable root cause is handling damage. An investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during preparation for the procedure, while outside the patient, it was noted that the pullwire was broken and the jaws would not open. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of wire broke.